Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles, dysmenorrhoea"), abdominal pain ("abdominal pain, pain") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (hysterectomy with left salpingectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she appropriately sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received: reporter information, product indication, removal date updated and new event dyspareunia added. On 4-apr-2018: new reporter, patient dob added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". Concomitant products included oxycodone hydrochloride;paracetamol (percocet) and tramadol hydrochloride (tremadol). In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles, dysmenorrhoea") and dyspareunia ("dyspareunia"). In 2016, the patient experienced abdominal pain ("abdominal pain, pain"). On an unknown date, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with left salpingectomy to remove the essure device,oophorectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia and vulvovaginal pain had resolved and the vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she appropriately sought treatment for her symptoms. Date(s) of removal : (B)(6) 2016 unilateral salpingectomy- left unilateral salpingectomy, (B)(6) 2016 total hysterectomy (uterus and cervix removed), jul2018 unilateral salpingectomy- right unilateral salpingectomy. Most recent follow-up information incorporated above includes: on 7-dec-2018: pfs received. Concomitant medication added. Events vaginal pain, plaintiff did not undergo essure confirmation test were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent a procedure to remove the essure device). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she appropriately sought treatment for her symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.